Event description:
The customer reported that the device failed to maintain pacing. There was no report of negative patient impact.

Manufacturer narrative:
The customer reported that the device failed to maintain pacing. There was no report of negative patient impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.